Event description:
A physician reported that during an intraocular lens (iol) implant procedure, stated exteriorization at the edge, lens did not fully enter the eye; it remained at the incision edge. The procedure was completed with another lens. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).